Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtm2). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, user informed the technical support engineer (tse) that an error 23008 occurred on surgeon side console (ssc) 1, leading to the disconnection of one of the surgeon consoles (ssc) and the use of a second ssc instead. The tse checked the logs and identified error 23008, which pointed to a potentiometer issue on the master tool manipulator (mtmr). The tse attempted a hard power reset of the ssc and manually moved the mtmr, but the error persisted. The surgery was completed successfully as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue was identified prior to the start of the procedure ¿ after anesthesia and before port placement.